Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) reported the interstim was checked on (B)(6) 2016, changed the patient's program. The hcp stated the cause of the patient's prolapsed effect, urinary frequency, and leakage was an over active bladder with urge urinary incontinence, which the hcp noted had improved since interstim was placed. It was noted the patient's prolapsed effect, urinary frequency, and leakage had improved but not resolved. The hcp also noted the patient was moderately bothered by frequent urination, the patient noted a little bit of leakage that a was a little bit related to physical activity, coughing, or sneezing. The patient had a little bit of urinary leakage. The patient noted they had no difficulty emptying their bladder and no pain or discomfort. The had the interstim in (B)(6) of 2016 for urge incontinence, and had frequency every 2-3 hours, and was getting up 1 time per night. The had urgency since surgery but rare urge, urinary, incontinence (uui). It was noted the patient uses one pad per day, and she had not been getting up at night since surgery, and she feels stimulation in the pelvic region. The hcp noted the patient's setting as program electrodes 0-, +3, pulse amplitude 0.8 and stimulation was felt in the buttocks cheek left. The second program, which was the one the patient was using was electrodes -1, +3, pulse amplitude 0.6 and stimulation was felt in the pelvic area. Program 3 setting were -2, 0+, pulse amplitude 1.1 pulse width was reduced to 180 and stimulation was felt in the vaginal left. Program 4 setting were -3, 0+, pulse amplitude 2.0 and stimulation was felt in the buttocks cheek left. There were no setting changes, place on program 3. The battery life was 69-89 months and all impedances were less than 4,000 on all electrodes. The hcp reported overall much improvement, no or rare uui and some urgency symptoms thought stimulation at 0.9 v. The hcp stated they will monitor will see back if they need to adjust programming, but stimulation otherwise was in a good spot and bladder improving, not using other protective at the time of the report. It was noted the patient had a trace amount of protein in the urine, the urine was dark yellow and slightly cloudy. It was noted the glucose, bilirubin, ketone, blood, nitrite, leukocytes were all negative. The specific gravity was 1.025 and the ph was 6.0 and urobilinogen was 0.2.

Event description:
Information was received from a trial patient. The consumer reported she had blood when having a bowel movement. It was noted it was "not a big deal." The patient was redirected to their healthcare provider. Additional information reported that the patient's healthcare provider did not have documentation of the patient having blood with a bowel movement. The patient had met with their healthcare provider on (B)(6) 2016. Over the past month the patient had leakage of urine and/or a prolapsed effect. The patient had frequent urination. It was also noted that the patient did not have trouble emptying their bladder, was not in pain and felt stimulation in the pelvic region.